Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged t-lock is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc catheter was returned for evaluation. An initial visual observation of the one of the photographs showed a break in the t-lock of the catheter. The break was observed to be somewhat jagged and uneven; however, no further details of the break sites could be seen in the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage detected when pre-filling catheter. No other information was provided.

Event description:
It was reported leakage detected when pre-filling catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.